Event description:
The customer reported that following a stent procedure, a vasoseal vhd kit sizse 2 was deployed. Approximately one hr and fifteen mins post-deployment, the groin site was noted to have some oozing and manual pressure was applied. It was reported that the pt experienced a vasovagal response to the pressure and became hypotensive and asystolic. The pt was resuscitated and a CT scan was negative for a retroperitoneal bleed. The pt was discharged and no further complications were reported.